Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was removed and the there was no physical damage. During functional check, the reported complaint was not duplicated during the investigation. The device was plugged with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. However, found event log with multiple no disposable alarms. The downstream occlusion sensor was defective and was replaced.